Event description:
I use a medtronic minimed 780g insulin pump. Last evening I heard a quiet beep and looked at my pump to see what the problem was. I was surprised to see a message about the battery because I had changed it only 4 days ago. So, I removed my pump to remove the battery. When the battery fell into my hand, I had to quickly drop it on the counter because it was very hot. My first thought was what could have happened if this pump had been on a baby, a child, a disabled person or someone sound asleep. I'm convinced that if the battery had remained in the pump, it would have caught on fire. The pump itself was very hot, also. I called medtronic and they have already delivered a replacement. That's nice, but it's dangerous. I had only received the new, defective pump a month ago on (B)(6) 2025.